Manufacturer narrative:
Additional information was provided, which indicated an approved cartridge was used with an approved handpiece with the approved viscoelastic; however, another viscoelastic was also indicated as being used. Only the first reported is qualified for use. Not enough information was provided to conduct a review on the cartridge lot. Additional information indicated an unapproved viscoelastic was also used. The use of unapproved products may result in lens delivery difficulties or lens damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was received on 08/13/2015. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, a patient was not happy with the lens and the patient's eyesight did not improve. The lens was exchanged. Additional information was requested.